Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/28/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests result of 68 mg/dl. Customer's expected fasting blood glucose test result range is 90 - 123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. Product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 03/18/2020 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer transferred to me with low reading on her meter, she is not having symptoms but is concerned since she is not sure what is correct. She just had yesterday her a1c which is 6.5. Only medication change is pantoprazole which is for gas and is it a prescription but was not told that it could affect her blood glucose level.